Manufacturer narrative:
Investigation findings: conmed linvatec rec'd this drill for eval. During testing of the handpiece, it overheated in the collet. Further investigation found cast stator failure. A review of conmed linvatec repair records found the unit overdue for preventive maintenance; last date of repair 2006. The angled attachment in use during this event is submitted under report number: 1017294-2008-00150. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The user manual also informs the user that the service interval for this device is every 6 months. The customer will be provided additional info on the care and maintenance of this device.

Event description:
The customer reported that during use of this drill with an angled attachment, the drill got hot in the body of the handpiece. In addition, the attachment operated noisy and wobbled during use. The user reported that both the handpiece and attachment were switched out for an alternate to complete the surgery. There was no report of serious injury or surgical delay with this event.